Manufacturer narrative:
Additional information: medical device operator, imdrf annex g,b,c,d & manufacture narrative. The reported issue that the device had a pcu 8015 would not power on was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, 1. Plug the instrument into ac. 2. Check and/or replace the battery. 3. Check the fuses. 4. Replace the off-line switcher. 5. Replace the power supply board. 6. Return the module to the factory. Biomed will send in unit for flat rate repair due to the cost of the logic board.

Event description:
It was reported that the pcu 8015 would not power on. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility for evaluation. The reported event the device won't power on could not be confirmed. No further investigation of this event is possible at this time, and no patient involvement was reported.

Event description:
It was reported that the pcu 8015 would not power on. There was no patient involvement.